Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified that the dx fibertak drill guide had stuck the mating part ar-8990st without the soft anchor/suture tape. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error with the device due to misaligned insertion, and/or prying/leveraging during insertion.

Event description:
On 24-apr-2026, an arthrex subsidiary employee returned an ar-8990st fibertak dx suture anchor that broke during insertion into the bone. Additionally, ar-8990ds disposable kit for dx fibertak returned because the 2 components were stuck together and could not be disassembled. The tip of the device's guidewire was bent. There was no significant case delay, no additional anesthesia administered, and no patient harm reported.